Event description:
Attorney reported: in 2001 - the pt underwent a hernia repair procedure with placement of a composix kugel mesh patch. In 2008 - the pt presented to his doctor with severe pain and swelling around his hernia surgical site. The doctor noted severe infection and cellulitis around the surgical site and recommended surgery. Approx three months later - the pt underwent surgery with explant of the mesh patch. During the surgery, his surgeon found multiple adhesions and an enterocutaneous fistula secondary to mesh erosion in the small bowel. The surgeon resected seven inches of small bowel as the result of the mesh erosion. Due to the extensive infection, and adhesions, no replacement hernia mesh was implanted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.